Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and medical attention needed. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that in early (B)(6) 2023, the patient experienced a localized infection/reaction at the omnipod insertion site on the leg, which required medical attention. The patient experienced red and inflamed skin at the insertion site. No blood glucose values were reported. No further information was provided.